Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Home program manager stated that the venous transducer and venous line disconnected with no alarm. The leak was visually observed. Estimated blood loss was approx 300 ml's. Patient required no medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within 30 days of the date of the incident. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.